Event description:
Marlow balloon cannula, #ml1012ld, lot# 080704, burst upon injecting 15 ml saline for inflation. Three separate marlow cannulas were used. All three burst with injection. All three defective cannulas were from the afore mentioned lot number. No expiration date noted on external packaging of cannulas. A 12mm blunt tipped trocar was subsituted for continuation of the procedure.